Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a sudden increase in high impedance and oversensing noise on high rate episodes. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.